Event description:
Description of event: patient also noted a history of having a previous neurostimulator from axonics and underwent a procedure to remove it, but are unsure if the lead was completely removed, as they heard it could have broken. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).